Event description:
It was reported that during a craniotomy for a right lobar hematoma, the patient experienced a cardiac event and expired. Prior to the surgery, the duraguard was found to line up and be in appropriate working condition. It was reported by staff that after the procedure, the duraguard was bent, possibly due to excessive pressure being applied due to a skull anomaly.

Event description:
It was reported that during a craniotomy for a right lobar hematoma, the patient experienced a cardiac event and expired. Prior to the surgery, the duraguard was found to line up and be in appropriate working condition. It was reported by staff that after the procedure, the duraguard was bent, possibly due to excessive pressure being applied due to a skull anomaly.